Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the 2008t machine experienced low temperature during heat disinfection. There were no diagnostic messages or audible alarms expected. The exact temperature was not provided but it was reported that the temperature would not rise past 25°c on the external meter during the temperature control calibration. Upon initial follow-up, the biomed stated the machine was placed into heat disinfection and suddenly stopped. Upon troubleshooting, a burnt wire was identified on the bicarbonate (bicarb) pump. During further follow-up, the biomed stated the ribbon cable on the acid and bicarbonate pumps were cindered. There was no reported burning smell, smoke, spark, flame, or arcing. The acid and bicarbonate pumps were replaced to resolve the identified thermal damage. The actuator and functional boards were also replaced to restore functionality to the acid and bicarb pumps, respectively. The loading pressure valve was replaced for being noisy. Upon further follow-up the biomed stated that replacing the heater resolved the initial low temperature issue. The machine passed functional testing and was returned to service following repair. No parts were reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the 2008t machine experienced low temperature during heat disinfection. There were no diagnostic messages or audible alarms expected. The exact temperature was not provided but it was reported that the temperature would not rise past 25°c on the external meter during the temperature control calibration. Upon initial follow-up, the biomed stated the machine was placed into heat disinfection and suddenly stopped. Upon troubleshooting, a burnt wire was identified on the bicarbonate (bicarb) pump. During further follow-up, the biomed stated the ribbon cable on the acid and bicarbonate pumps were cindered. There was no reported burning smell, smoke, spark, flame, or arcing. The acid and bicarbonate pumps were replaced to resolve the identified thermal damage. The actuator and functional boards were also replaced to restore functionality to the acid and bicarb pumps, respectively. The loading pressure valve was replaced for being noisy. Upon further follow-up the biomed stated that replacing the heater resolved the initial low temperature issue. The machine passed functional testing and was returned to service following repair. No parts were reported to be available to be returned to the manufacturer for physical evaluation.